Event description:
As reported by the user facility: reports needlestick injury by crna. Crna restarted IV in operating room, while removing stylet, turned to get a 4x4 (gauze) and stuck self in the finger. Clip on stylet was noted to be engaged along shaft of stylet, approx one third of the way from the tip. Pt is (B)(6). Crna receiving prophylactic medical treatment. Additional info indicates that although the lot number is unk, the customer will be returning samples of product from lot #'s 0h04258315 and 0g08258271 from current inventory.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample or lot number a thorough investigation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been forwarded to the actual manufacturer for further evaluation. Samples from the facility's current inventory of introcan have not yet been received for evaluation. A follow up report will be filed if additional pertinent info becomes available.